Event description:
Aventis case ID: (B)(4). Initial report for this spontaneous case was received from a consumer on (B)(6)-2007: this (B)(6) female consumer received poly-l-lactic acid (sculptra) injections in the middle of her forehead 3 weeks ago, for cosmetic purposes by a physicians assistant (pa). A few days later, she began experiencing hair loss around her bangs area. She reported that she has been massaging the area as instructed by the pa. She spoke with the pa who told her that her hair loss was not due to the poly-l-lactic acid. The consumer reported that she is depressed about her hair loss. She also reported that she "sees no difference," and that the poly-l-lactic acid did not work. The events are ongoing at the time of this report.

Manufacturer narrative:
Add'l info for poly-l-lactic acid injectable (sculptra) from product technical complaint report case ID (B)(4) dated (B)(6)-2007, received by (B)(4) on (B)(4)-2007: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.